Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. The serial number was unknown. The device manufacture date was unknown. UDI: (B)(4).

Event description:
It was reported that the attachment device had an unspecified malfunction. During service and evaluation, it was determined that the attachment device was jammed/seized, the color band was chipping/fading, there was cosmetic damage, vibration, and corrosion/rusting/pitting. It was noted that the device had pitting on housing, the color bands were discolored, and the laser marking was destroyed. The device also failed pretests for visual assessment and vibration assessment. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.